Event description:
It was reported that a patient presented with premature battery depletion and high capture thresholds noted on the patient's pacemaker. The device was explanted and replaced on (B)(6) 2025. No adverse patient consequences were reported.

Manufacturer narrative:
The reported events of premature discharge of battery and inadequate capture could not be confirmed. The pacer was received in normal working conditions with battery voltage above elective replacement indicator (eri). Electrical and mechanical analysis performed, including output/capture verification indicated normal device functionality. Device image shows autocapture on. When automatic settings are programed, such as autocapture, the device output would adjust itself to accommodate the patient¿s needs for pacing and thus affect the estimated longevity of the device. Longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.